Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Additional device information unknown / not provided. Email address was not provided. Premarket identification PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided. One osseotite® certain® 2 implant (xifoss413) and one unknown biomet screw were returned for investigation. Visual evaluation of the as returned products identified fracture around the implant¿s collar and screw fragment in the implant drive feature. Additionally, there was bone residue around the external threads which were damaged. Functional testing could not be performed due to the nature of the devices and events. Device history record (DHR) and complaint history review could not be performed as the lot/item number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Therefore, based on the available information, implant malfunction did occur and the reported event was confirmed. Additionally, an unreported event (screw fracture) was identified as screw fragment was identified in the implant drive feature.

Event description:
It was reported that the dental implant fractured at the neck portion and it was removed completely. During the investigation of product, a screw fracture was also identified.